Event description:
It was reported that the device exhibited premature battery depletion and the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.